Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results found that the 6tb45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. (B)(4).

Event description:
It was reported that during a colectomy procedure, the device locked. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.